Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) and inappropriate shocks due to supraventricular tachycardia (svt). Technical services (ts) was consulted, discussed device has svt discriminator programmed off; therefore, the decision was made on rate only. Ts recommended turning on svt discriminators and further reprogramming options. This ICD remains in service. No additional adverse patient effects were reported.